Event description:
Additional info received from reporter on 08/01/2018 for mw5071520: the patient states that she met with the doctor the day prior to the procedure, in which she was never given a skin test despite it being standard procedure. The patient states that the doctor was the national bellafill injector instructor and complication expert for suneva medical. She says that the doctor highly recommends bellafill inappropriately. She goes on to state that bellafill is advertised at times on their brochure as a semi-permanent 5-year filler. The doctor was informed by the patient of the adverse effects and he recommended eyedrops. She also states that she never received the top portion of her consent. The patient states that she goes on to see other doctors who can not help her with her issue. Finally, the patient met with a doctor that believed that the device had biofilm and was treated with antibiotic. She says that she was on antibiotics for months before she found a doctor by the name of (B)(6), who agreed to remove the dermal filler from her face. The patient stated that she got the dermal filler removed. She states that she has went through a lot of physical trauma, emotional trauma, and a lot of money spent. The patient states that she received no help from suneva medical. In fact, the patient recalls a time when she emailed a representative of suneva in which the rep. Stated that everything with the patients case was fine and noted that the antibiotics was working despite the patient never saying that. The patient states that (B)(4) from suneva contacted her and told her that based on her file, the procedure performed on her was off-label. The patient states that the manufacturer denied any sort of wrongdoing and that she should contact the physician that performed the procedure despite the physician being an employee of theirs. She states that this is highly unethical and wonders why this is still going on.

Event description:
I was not informed the filler (bellafill) was permanent or that it is not FDA approved for the eye trough. I was injected by dr. (B)(6) in the eye trough, with bellafill and have been diagnosed with possible biofilm. I'm being treated with antibiotics to get the swelling to go down. Biofilm will not go away unless you remove the material (pmma). The only way to remove the filler (pmma) is to have it surgically removed which will leave scarring and disfigurement. The pmma embeds into your skin. There is no recourse if you have complications with bellafill except disfigurement and scarring. Strength: na. Quantity: 2 vials, 1 vial in eye trough. Frequency: 2 times. How was it taken or used: injected. Why was the person using the product: to fill in missing fat from past eyelid lift. Did the problem stop after the person reduced the dose or stopped taking or using the product: no. Did the problem return if the person started taking or using the product: didn't restart.